Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: b3 the following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h10 visual examination of the returned product/provided pictures identified: quantity of one ribfix blu 12 hole prebent plt and one ribfix blu 16 hole prebent plt were returned for evaluation. Visual examination identified the plates to be broken into separate pieces. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: a3: gender the following sections were updated: b4, b5, g3, g6, h10.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347 - 2021 - 00144.

Event description:
It was reported that a patient underwent 2 ribfix plate explantations approximately 1 month postimplantation. The plates had fractured and were noticed when the patient experienced a prick of pain. Attempts have been made and additional information on the reported event is unavailable at this time.